Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing was observed. Review of session records noted irregular noise. The noise was choppy and did not appear physiologic. There was also drop in pacing lead impedance since last device check in 2014. It was mentioned that the patient heart rate was fast but that was because the patient was not keeping-up with medications. Lead replacement was planned.